Event description:
Health professional reported left side extrusion of seri implanted in the breast.

Manufacturer narrative:
The reporter has declined to provide allergan further information regarding event, product, or patient details. The event of extrusion is a physiological complication, and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of extrusion as follows: "adverse reactions are those typically associated with surgically implantable materials, including infection, inflammation, adhesion formation, fistula formation, and extrusion." These events are being reported because medical intervention was required, although device-relatedness had not been established.